Event description:
It was reported by service report that the fowler broke and dropped flat with a pt on it. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results - broken lever.